Manufacturer narrative:
D4: serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) and device history review (DHR) are not required. Upon investigation of the actual device used in this incident, it was determined that the system was unable to run reports that were up to date for the past 3 hours. A technical support specialist troubleshot the issue. The system functioned as intended after the technical support specialist repaired the device

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device report data was not current, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.